Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the tower door 2 had failed. The field service engineer (fse) logged in and tested the latch, removed and replaced the micro switches, reassembled the components, and retested to confirm proper operation. The fse also tested the system in hardware test application. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, failed tower door. Tower door 2 repeatedly failed for nursing. They were able to recover it, but nursing reported it failed almost every time they retrieved items from door 2. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.